Event description:
This report summarizes 3 malfunction event, where it was reported the device experienced a siderail collapse. There was no patient involvement.

Manufacturer narrative:
The final 2 devices were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. The results code has been corrected to reflect that the initial device also experienced a dust/dirt problem.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 2 devices are pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction event, where it was reported the device experienced a siderail collapse. There was no patient involvement.